Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# hg5y08603 product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable infusion pump. It was reported that a catheter malfunction occurred. There were no problems with intrathecal puncture and catheter insertion. The puncture needle and guidewire were removed. Returning of spinal fluid could not be confirmed, so a 26 gauge needle was used for suction, but it could not be aspirated. The catheter was removed and saline was used in a syringe with 26 gauge needleto check the catheter condition. When pressed, saline comes out from the tip, but when the tip was immersed in saline, it could not be aspirated even when suctioned. A spare catheter was used for the surgery. The product was supposed to be investigated but the idea was given up because the patient had hepatitis c, so it could not be taken out of the hospital. The date of event/surgery was (B)(6) 2022. The outcome of the event was unknown. Regarding severity classification, it was indicated as having been not severe. Causal relationship of the event to drug was not related. The patient¿s weight at the time of the event was unknown.